Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead implanted: 2011-(B)(6); 6947 lead implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. No patient complications have been r eported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.